Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to press insulin pump's buttons more than once to respond. The customer blood glucose level was unknown. Customer also stated that they had to rewind the insulin pump more than once per prime and it takes longer to rewind. Customer also stated that insulin pump receive unexplained no delivery alarms also failed battery test for brand new battery. Customer stated that battery cap was hard to screw shut also scratches on display screen. The device will not be returned for analysis.